Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/03/2017, that on (B)(6) 2017, the patient experienced a detached sensor wire, in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient stated that she had seen a physician, dermatologist endocrinologist and surgeon about this issue. The patient stated that an ultrasound was performed and the sensor wire was not visualized. The patient reports she has a fluid filled area which contained so much fluid they were not able to visualize the sensor wire. Since the ultrasound was performed the fluid filled area has burst and she now has a hole. She reports she can see "something" at the bottom of the hole. No further event or patient details were provided. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined. It was reported that the sensor was worn beyond seven days. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.